Event description:
It was reported that the health care professional found a latitude red alert on this implantable cardioverter defibrillator (ICD). The alert detected was for a low out of range right ventricular (rv) lead pacing impedance measuring less than 200 ohms. As a result the device emitted beeping tones. Technical services discussed turning off the beeping tones for the out of range impedances but it was recommended to turn off the daily measurements. At this time, this ICD and rv lead remain in service. No adverse patient effects were reported.